Event description:
In or around (B)(6) 2007 the plaintiff was implanted with an ams elevate anterior and apical prolapse repair system. It was alleged by the plaintiff's attorney that the plaintiff "was caused and in the future will be caused to suffer severe personal injuries, pain and suffering, severe emotional distress," and "other damage."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.